Manufacturer narrative:
Final analysis found an external insulation abrasion was noted at 13.1-14.2cm, 17.2-17.8cm, and 17.0-17.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 30.5-31.7cm and 32.6-33.1cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 23.5-23.8cm and 21.1-23.3cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to nternal insulation abrasion were noted at 13.6-17.8cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion was noted under the svc shock coil at 20.8-20.9cm from the distal tip. One rv cable and the distal end of the svc shock coil were melted at this location. This is consistent with the observation from the field of low hv lead impedance and loss of hv output.

Event description:
It was reported that the patient presented to the emergency room after experiencing an appropriate shock for ventricular defibnrillation. Upon interrogation, the right ventricular lead serial number-(B)(4) exhibited low impedance measurements and it was noted that the device aborted therapy. On (B)(6) 2017 the physician elected to replace the right ventricular lead, it was during the explant procedure that the right atrial lead serial number-(B)(4) dislodged and the physician explanted and replaced. The physician elected to also replace the left ventricular lead serial number (B)(4) during the procedure due to previous elevated thresholds and phrenic nerve stimulation. The replacement left ventricular lead serial number-(B)(4) was placed but the physician had difficulty acquitting stable capture thresholds, so he elected to no longer use it and replace it. The patient was in stable condition.